Event description:
It was reported a product malfunction involving an erased register and data error alert, which also resulted in the deletion of history and profiles. There was no adverse impact to the customer's blood glucose level reported. No further information provided.